Event description:
It was reported that during the cinching of the construct, the suture became unthreaded and the construct could not be cinched down. The suture did not appear broken. The suture was removed from the patient while the two implants remained un-retrieved. After another failed attempt was made using the same part number from a different lot number, the case was completed successfully by using a different meniscal repair device. The procedure was an acl reconstruction. The reporter did not have any additional patient information available.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Returned device include hand piece, trocar #1 and #2, and distal part of the suture. Suture is frayed and broken off on one end. There are no visual non-conformances to any of the other components. Implants and suture construct that was part of the complaint was not returned. Therefore it can not be determined how the suture was separated from the implants. Suture breaking is typically caused by nicking the suture with another instrument and/or fraying from sharp edge of the bone tunnel. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.